Event description:
It was reported by the patient that they presented to the emergency room with diaphragmatic stimulation and their right atrial (ra) lead was reprogrammed. The patient felt better; however, once they returned home they began to experience diaphragmatic stimulation again. Additional information was received indicating the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).